Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a varicose vein procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.